Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed. In logs, the 23007 error was found indicating high command velocity during wiggle test fault on the set-up joint (suj) z-axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, all searchlight, chip encoder virtual absolute (cva), and hall sensor assemblies were inspected, but no faults could be identified. The complaint was confirmed based on failure analysis. Although the error codes point to the usm, the probable root cause cannot be traced more specifically based on failure analysis, which was unable to replicate the issue during in-house testing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the same ports were used to complete the procedure, and no injury/harm was caused to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report error on universal surgical manipulator (usm) 3 and usm 3 was disabled. System logs confirmed errors pointing to usm3. The customer power-cycled the system before calling with no change, and the surgeon elected to convert to laparoscopic surgery to complete the procedure with no reported injury.